Manufacturer narrative:
Correction of section point 3- manufacturer name, city and state information.

Event description:
The physician intended to treat a severely stenosed lesion in cx artery. Selective coronary angiography showed a large left cx, but a diffusely small-diameter lad artery. The lm artery tapered to a 30% to 35% stenosis before its bifurcation. There was a complex 50% stenosis involving the true ostium of the cx and then a separate subtotal eccentric 90% stenosis in the very prox-cx. The cx gave rise to a small- to moderate-size om1, which had a 75% to 90% stenosis of its ostium, and then bifurcated distally into moderate-sized om2 and left posterolateral branches, which did not have significant stenosis. The cx was moderately tortuous and severely calcified. The lad artery appeared relatively normal in its proximal portion, but then with a very small diameter, and diffusely diseased throughout the mid and distal vessel. This entire mid and distal lad artery appeared to be less than 2 mm in diameter with at least 2 separate areas of 90% stenosis in the mid lad and a 75% to 90% stenosis in the distal lad. The physician considered stenting the back into the lm across the lad in order to treat a complex subtotal stenosis in a very proximal portion of cx artery near its ostium. Following completion of the coronary angiogram and the left ventricular angiogram, the patient developed a sudden worsening of chest pain with st elevation on the monitor and hypotension. Repeat angiography at this point showed a thrombotic occlusion of the origin of the cx with no collateral filling from the severely diseased lm descending artery. The physician used guidewire with difficulties trying to get through the stenosis in prox-cx and used 3.00mm x 22mm sprinter balloon device to pre-dilate the origin of the cx. Next the physician intended to use a 3.00mm x 22mm stent to treat but it could not be advanced into the cx and was removed. The ostium of the cx was dilated by an nc euphora balloon device 3.00mm x 20mm. The physician then used a resolute integrity 3.5mm x 30mm drug eluting stent but reported difficulties advancing the device completely into cx and subsequently stent damage was noticed. The device had been removed from the packaging per IFU and inspected without any issues noted. Resistance had been encountered when the physician advanced the device. Additional inflations with nc euphora were completed post resolute integrity 3.5mm x 30mm removal. Afterward the physician successfully implanted a resolute integrity 3.50mm x 34mm drug eluting stent (inflation pressure 14atm for 20s), which extended from the lm into prox-cx, bridging the origin of lad vessel. The stent was then post-dilated with nc euphora 3.50mm x 20mm. Follow up angiography was performed showing a new subtotal stenosis of the mid-cx involving the origin of om2; the physician took it to be thrombus and tried to treat it with uninflated balloon without success. The physician tried to place the aspiration catheter without success and decided to use 2.50mm balloon in order to treat what appeared to be thrombus. Eventually the physician placed resolute over the wire 2.50mm x 18mm drug eluting stent (deployed at 8 atm) in order to treat the dissection which was previously taken as thrombus. The stent was placed and extended from mid-cx into om2 with excellent result leaving some visible non -obstructive dissection distal to the stent in om2 but did not require any further intervention. Placement of the stent did occlude the dis-cx., which was treated with a balloon device at very low pressures. Although this restored some antegrade flow it seemed to compromise the stent itself hence final balloon inflation was made within the stent; this subsequently resulted in another occlusion of dis-cx which could not be kept open. Finally before terminating the procedure due to some haziness within dis-lm or prox-cx the area was once more dilated with nc euphora 3.50mm x 20mm (26atm, 30sec). The patient was put on integrilin for next 18h after procedure. The physician did not feel that the patient needed hemodynamic support since the blood pressures were normal and shortness of breath dyspnea improved. No further reported patient complications.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - thrombotic occlusion of the origin of the cx , severely diseased lm , severe stenosis and severe calcification in cx, moderate tortuosity in cx , severe stenosis in lad). Inherent risk of procedure (dissection); no results available since no evaluation was performed (device or procedural images not returned for review). None (no device received for evaluation). Failure to follow instructions (balloon inflated over the rbp). Evaluation conclusion: device failure related to patient condition (lesion morphology - thrombotic occlusion of the origin of the cx , severely diseased lm , severe stenosis and severe calcification in cx, moderate tortuosity in cx , severe stenosis in lad). Known inherent risk of a procedure (dissection). Unable to confirm the complaint device or procedural images not returned for review). Device not returned. Failure to follow instructions (balloon inflated over the rbp). (B)(4).